Manufacturer narrative:
(B)(4). Upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 09/13/2024 should be retracted.

Event description:
It was reported "during the first count, it was discovered that there was a quick clot gauze piece was missing. The surgical field, surgical incision, as well as outside of the surgical field, on the floor, in the trash cans, and under equipment was searched. The quick clot piece was not found, and x-ray was called to come for a flatplate. Radiologist read the x-ray as negative, and this result was communicated to all staff in the room. Surgeon felt it was appropriate to explore wound, surgical site reopened at which point quick gauze was found and removed". The products are all currently labeled as "x-ray detectable. When the x-ray was performed, this product was not seen on the film". When asked about the patient's current condition it was reported that " the patient was discharged home 4 days later, as expected. No complications noted from surgery".

Manufacturer narrative:
(B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature

Event description:
It was reported "during the first count, it was discovered that there was a quick clot gauze piece was missing. The surgical field, surgical incision, as well as outside of the surgical field, on the floor, in the trash cans, and under equipment was searched. The quick clot piece was not found, and x-ray was called to come for a flatplate. Radiologist read the x-ray as negative, and this result was communicated to all staff in the room. Surgeon felt it was appropriate to explore wound, surgical site reopened at which point quick gauze was found and removed". The products are all currently labeled as "x-ray detectable. When the x-ray was performed, this product was not seen on the film". When asked about the patient's current condition it was reported that " the patient was discharged home 4 days later, as expected. No complications noted from surgery".